Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01271. It was reported, the patient had her scs system removed. The patient stated her system stopped producing stimulation and she was told it was due to "scar tissue". The patient also stated the ipg would not hold a charge for more than a day.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).